Event description:
It was reported that there was a failure to capture and high resistance on the right ventricular lead. The right ventricular lead was capped and replaced. The device was explanted and replaced due to no capture. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was received and analyzed. Analysis results revealed no anomalies found.

Event description:
It was reported that there was a failure to capture and high resistance on the right ventricular lead. The right ventricular lead was capped and replaced. Upon further review it was reported that the lead had fractured. The device was explanted and replaced due to no capture. No patient complications were reported as a result of this event. Lead fracture also reported.